Event description:
It was reported that the patient presented pain and discomfort when urinating after an artificial urinary sphincter (aus) implant surgery. A cystoscopy was performed to assess the discomfort and during the procedure it was noted that the urethra had an erosion associated with the cuff. The patient underwent a removal surgery. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Corrected h6: patient code

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented pain and discomfort when urinating after an artificial urinary sphincter (aus) implant surgery. A cystoscopy was performed to assess the discomfort and during the procedure it was noted that the urethra had an erosion associated with the cuff. The patient underwent a removal surgery. There were no further patient complications.